Event description:
The explanting hospital was reported to have discarded of the generator following surgery. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician feels like the patient's vns generator battery is low for the amount of time implanted. The physician indicated that the battery is showing approximately 1/4 green and there was no ifi flag, but that he believed that was low. Device programming history identified that the generator is showing 2.829 volts and 9.723% battery capacity from the (B)(6) 2016 visit. The device has had 13,970 autostimulations. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution. No additional relevant information has been received to date.

Event description:
It was identified through an internal investigation that the observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes. A review of manufacturing records indicated that the generator underwent the trim test on (B)(6) 2015. Therefore the device was laser routed.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently listed the incorrect number of completed autostimulations, which should be (B)(4) in the (B)(6) 2016 appointment. Relevant tests/laboratory data, corrected data: initial report inadvertently omitted known diagnostics and settings from the (B)(6) 2016 appointment. Evaluation codes, method, corrected data: initial report incorrectly listed the device was not evaluated when power source and impedance testing was performed.

Event description:
It was reported that the battery meter was still lower than expected in a (B)(6) 2016 appointment. Internal device data was reviewed spanning office visits after generator implant to the (B)(6) 2016 appointment. The 25% battery indicator was not registered until after over 7.5% charge was consumed. There are no impedance anomalies identified. The lowest measured battery voltage at the prior to the (B)(6) 2016 appointment was 2.825 volts. There were (B)(4) completed autostimulations registered by the (B)(6) 2016 appointment. No additional pertinent information has been received to date.

Manufacturer narrative:
The initial report inadvertently did not report method code or results code.

Event description:
It was reported that the patient underwent replacement surgery on (B)(6) 2016 due to ifi=yes. The product has not been received to date. No additional relevant information has been received to date.